Event description:
The customer reported that the system locked up. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel board was replaced during the service call. The system was tested and found to be working as intended and put back into service.